Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was returned for examination. Visual inspection of the returned device and found the tip of the device stripped. A functional test confirmed the device is unable to assemble due to the stripped condition. The reported condition was confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
3 x instruments involved in this form are all consignment, surgery was not delayed, no fragments were created. 1st instrument: sri: modified instrument: apau0199 neptune reamer handle. Lot number enz171117. Damaged hudson attachment end and would not engage with drill attachment at hospital. 2nd instrument: sri: modified instrument: apau0200 modified daa straight broach handle. Lot number enz210317. Broach clasp jammed, required excessive force to disengage broach. 3rd instrument: 221750041 pinnacle impaction handle. Damaged / threaded thread - will not engage fully with impactors.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Review of the photographic evidence cannot confirm the presented allegation. Based in the photo received is not possible to see the damaged portion of the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.